Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that post implant the patient was hypotensive and on multiple vasopressors. Friday, (B)(6) 2022 into saturday (B)(6) 2022, the patient was taken back to the operating room to rule out tamponade and was confirmed it was not present. Echocardiogram was done and the right ventricle looked fine, the team decided to place right ventricular assist device (rvad) but the left ventricle (lv) remained underfilled and the patient remained hypotensive and was noted to be in cardiogenic shock. On sunday, (B)(6) 2022, the patient passed away. The center was unable to provide log files and the pump would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate left ventricular assist system (hm3 lvas), serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jul2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.